Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The anomaly reported in the field was confirmed in the laboratory and was due to low battery voltage. No source of high current was found throughout testing. The battery was sent to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the low battery voltage and inability to interrogate.

Event description:
It was reported that the patient reported to the ER with no pacing output and a ventricular escape rhythm in the 20's. The device could not be interrogated.